Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c plate was found to be fractured and has migrated postoperatively. The patient is asymptomatic and there are no plans to revise at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one (1) of one (1) returned roi-c anchoring plate (pn mc1005t) for the reported failure of fracturing and migrating post-op. The severity of this event is 1 (rmr-00114). This device is used for treatment. No medical records were provided with the complaint. Inspection : the product was not returned so no visual or functional examination could be performed. However x-rays were provided, allowing limited visual examination which confirms fracture and anterior migration of one anchoring plate. The complaint is confirmed. DHR review: DHR was reviewed. There were no non-conformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility : reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history : there were three (3) other complaints for similar events (post-op fracture) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. There were zero (0) other complaints for similar events (migration post-op) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. Potential root cause : as the product was not returned and an analysis could not be performed, a cause cannot be determined. Corrective/preventive action : no corrective or preventive actions are recommended at this time . Recall and product hold search : a product hold search in etq found no product holds related to this item number. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a roi-c plate was found to be fractured and has migrated postoperatively. The patient is asymptomatic and there are no plans to revise at this time.